Event description:
As reported: the coil passed the pretest without problems as the green light appeared, but when the detachment button was pushed, the red light appeared and the implant could not be detached. A total of three detachment controllers from different lots were used to attempt detachment, but the implant could not be detached. Three minutes passed after the coil was inserted, therefore the coil was withdrawn along with the microcatheter. As the coil was withdrawn, the coil became entangled with the implanted non-mvi coil, causing a slight loosening of the tightly packed implants at the target site. The physician wanted to embolize with another coil, but the microcatheter had become unusable and the procedure was completed. Four azur coils had been successfully implanted prior to the coil, and when the coil was positioned as a finishing coil, this event occurred. No further treatment was planned after this reported event. No health damage. There is no problem with the patient¿s condition.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: the coil passed the pretest without problems as the green light appeared, but when the detachment button was pushed, the red light appeared and the implant could not be detached. A total of three detachment controllers from different lots were used to attempt detachment, but the implant could not be detached. Three minutes passed after the coil was inserted, therefore the coil was withdrawn along with the microcatheter. As the coil was withdrawn, the coil became entangled with the implanted non-mvi coil, causing a slight loosening of the tightly packed implants at the target site. The physician wanted to embolize with another coil, but the microcatheter had become unusable and the procedure was completed. Four azur coils had been successfully implanted prior to the coil, and when the coil was positioned as a finishing coil, this event occurred. No further treatment was planned after this reported event. No health damage. There is no problem with the patient¿s condition.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched at the proximal section. The unit passed continuity and resistance testing. However, the implant did not detach using the returned controllers during functional testing, which is consistent with the detachment issue described in the reported event. The pusher resistance measured on the low end of the specified range. Low resistance measurements can lead to an overcurrent on the printed circuit board of the controller. Overcurrent failure results in the red light when attempting to detach coils using the controller, as described in the reported event. The condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. The implant was able to detach using an in-house detachment controller, but the implant's monofilament profiled a mushroom shape at the proximal end and a tensile break at the distal end, indicating that the implant experienced a partial/delayed detachment. This condition is consistent with a partial thermal activation resulting in the implant to not separate until the device experienced force that exceeded the strength of the monofilament causing the implant to separate from the pusher. Supplemental imaging of the procedure was not provided, so the investigation could not determine if the device was initially entangled with, or loosened the packed implants at the target site as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing forces exceeding the implant's yield strength. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.